Manufacturer narrative:
As part of the investigation, olympus attempt to obtain additional information and the status of the device but with no results. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the nurse manager at the user facility that ¿they connected some cables and now they are not getting an image on this high-definition liquid crystal display monitor¿. The menu can be seen from the monitor fine but on the signal from the video processor (cv-190). No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the reported event, the root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.